Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that functional testing was performed and the blue and yellow balloons were inflated with 15ml of air. It was found that the blue balloon inflated correctly; however, the yellow balloon was leaking. It was not possible to inflate the yellow balloon with a syringe. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint has been confirmed. The root cause was determined to be supplier related. A non-conformance was opened to address this issue.

Event description:
It was reported that "prior to use on patient, the customer did functional test and found balloon leakage". No patient involvement r eported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "prior to use on patient, the customer did functional test and found balloon leakage". No patient involvement reported.